Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 470 mg/dl after breakfast and a bolus. The customer had worn the insulin pump during a MRI. The drive support cap appeared normal and recessed. The customer found two air bubbles in the tubing and was assisted in priming them out. The customer did not store the insulin at room temperature and was advised to in order prevent "degassing" when it warms up in the insulin pump. The customer found no leaks and reported no irritation at the insertion site. The insulin was clear and not expired. The cannula was bent. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.